Event description:
It was reported that the patient's right knee was revised after patient complaint of pain following 2 falls. Prior to the falls the knee was great. Pre-operatively, surgeon reported tibial fracture and baseplate subsidence. The baseplate, insert, and femoral component were revised. The sales rep confirmed femur was revised to convert to a ps knee, and that there were no allegations against the revised insert. The patellar component was retained. The rep confirmed that no further information will be released by the hospital or surgeon.